Manufacturer narrative:
D3/h3 product available to stryker: updated. D10 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. H3 summary attached: updated. The device history record (DHR) review could not be performed as the lot number was not provided. During the analysis of the returned device, there were no visual defects found with the subject device. Therefore, the reported complaint that metallic "wire like" material was separating from the device was not confirmed. The microcatheter used in the procedure was also returned with the subject device and resistance was noted while advancing the subject device through the microcatheter due to the damage on the microcatheter. Although, no defects were noted to the struts of the retriever, it is possible that the reported clot integration issue was due to procedural factors encountered during use as it was mentioned that other devices used prior to the subject device were also unable to remove the clot. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that after the second pass with the subject device during the thrombectomy procedure, some ¿wire like¿ metallic material was noted separating from the device. Therefore, the physician elected to stop the procedure with m1 occlusion not open, as other devices were used prior to the attempts with the subject device but was unable to remove the clot. No patient harm was reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after the second pass with the subject device during the thrombectomy procedure, some ¿wire like¿ metallic material was noted separating from the device. Therefore, the physician elected to stop the procedure with m1 occlusion not open, as other devices were used prior to the attempts with the subject device but was unable to remove the clot. No patient harm was reported.